Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the unit¿s touchscreen does not work. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. A philips field service engineer (fse) evaluated the unit and verified that the touch screen works correctly. He suspected some liquid fell there and operation was not possible at that time. In that case, it only needed to be cleaned. Screen calibration has been performed and the touchscreen works correctly.